Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Complainant called and said that she was in surgery and they are removing a perfix plug from a man who had an implant in 2007. Due to complications, the surgeon is removing the plug today (approx seven months later). She reports the md states the patient rejected the mesh.